Event description:
It was reported "an incidental finding of a PICC being mispositioned (upper svc) telefex vps g4 indicated PICC was in the appropriate position. The manual measurements and math all added up for the PICC being positioned appropriately." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.